Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens had a defect in the wall of the injector tip. The lens from the preloaded device was implanted and remains implanted. There was no adverse event, no surgical intervention, and no patient injury reported. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/9/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The cartridge component was observed correctly engaged into lower body of the pcb00 unit. The plunger push rod component was observed in advanced position (the two hatch marks on the plunger are not visible). Visual inspection using magnification was performed. The cartridge tip was observed deformed. No cracks defect was observed at any section of the returned cartridge. No lens was observed into the preloaded device. Residues of viscoelastic were observed at the cartridge tip, tube, and loading zone. The condition observed is consistent with a unit that was handled and prepared for surgical process. The reported issue as ¿cartridge crack¿ was not confirmed. However, tip deformed was observed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.